Event description:
Patient in or with fx mandible hardware (rt) with malocclusion. Patient had the device in place for 2 weeks. Patient is requesting that the hardware he removed today be sent back to manufacturer. The system is the leibinger midface kit.